Manufacturer narrative:
(B)(4). Article citation: monja-alarcon, natalia et al.; "does mitomycin-c concentration have any influence on xen45 gel stent outcome in a real-world setting?"; graefe's archive for clinical and experimental opthalmology 2022. Doi: https://doi.org/10.1007/s00417-022-05603-y. A total of 63 eyes in 55 patient underwent xen implantation. 37 eyes were the right and 26 were the left. Further information regarding event, product, or patient details has been requested from corresponding author. No additional information is available at this time. Events reported are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause. The events of device migration, bleb-related issues, glaucoma progression, and irido-corneal touch are address in product labeling.

Event description:
The article "does mitomycin-c concentration have any influence on xen45 gel stent outcome in a real-world setting?" Noted adverse events with a xen®45 gts including: 2 eyes had an encapsulated bleb as their bleb morphology; 10 eyes had a flat bleb as their bleb morphology; 8 eyes had subconjunctival separation as their bleb morphology; 13 eyes had a cyst bleb as their bleb morphology; 4 eyes had subepithelial fibrosis; 2 eyes had an s2 seidel test; 19 eyes underwent primary needling, 8 of these needed a secondary needling. 2 eyes required a third needling; 11 eyes experienced inadequate iop control; 3 eyes had hyphema; 3 eyes had an ocular hypertensive spike, two of which were due to a hyphema; 1 eye experienced hypotonic maculopathy; 1 eye experienced iris touch; 1 eye experienced big bleb (360 degrees); 1 eye experienced prominent filtering bleb; 1 eye experienced hemovitreous; 1 eye experienced visual field progression; 1 eye experienced wipe-out; 1 eye had the xen device migrate partially to the ac; it was also noted that two eyes required a surgical bleb revision; and 2 eyes required a subsequent trabeculectomy and one eye required a xen extraction and reconversion to a not-penetrating deep sclerectomy.